Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal motion controller (umc) for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated repeated non-recoverable error 123 pointing to the universal motion controller (umc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer attempted to troubleshoot, but the issue persisted. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. The system was inspected prior to use and no issues were noted. The patient was under anesthesia and ports had been placed when the issue occurred. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the umc to resolve the issue. The system was tested and verified as ready for use.